Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01093. This report is being submitted as additional information. Approximate age of device ¿ 3 years and 1 month. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this investigation. The hmii instructions for use (IFU) lists thrombosis, infection, and sepsis as adverse events that may be associated with the use of the hmii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the hmii lvas. This IFU, as well as the hmii lvas patient handbook, also provide information regarding preventing infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that thrombus was observed in the outflow graft. Additional information was requested, but not provided. Additional information: on (B)(6) 2018, it was reported that the patient was admitted on (B)(6) 2018 with altered mental status and falls. It was found the patient to have a femur head fracture and had hip arthroplasty on (B)(6) 2018. On (B)(6) 2018, a CT showed a narrowing of the lumen of the anterior conduit extending to the aortic root suggestive of a nonocclusive thrombus. A head cta was negative for acute stroke. The vad parameters: speed 9200, flow 3.7-4.2, pi 6.4-6.7, power 4.8-5.1 and the vad system had no alarms. The patient¿s neurological examination quickly improved and was extubated and transferred back to the floor on (B)(6) 2018. The patient then began experiencing dark tarry stools with drop in hemoglobin and hematocrit. An upper endoscopy on (B)(6) 2018 was negative, and anticoagulation for lvad resumed (B)(6) 2018. Early morning on (B)(6) 2018, the patient had an episode of arteriovenous malformation (ams), agonal breathing, and this time the patient¿s lvad system was significant for low flows. The patient was again transferred to cardiovascular intensive care unit (cvicu), intubated, then extubated that night. On (B)(6) 2018, the patient developed septic shock and was intubated, underwent bronchoscopy, administered vasopressors, and taken back to the operating room for washout and culture of left hip wound site. The patient¿s bals ultimately speciated w/ ecoli and was continued on antibiotics. The evening of (B)(6) 2018, given overall decreasing functional the patient was made a do not resuscitate (dnr). The family made the decision to transition to comfort care in the setting of ongoing septic shock, inability to wean from the ventilator and progressively decreasing functional status. The patient was terminally extubated and the patient¿s lvad system was ceased. The patient expired on (B)(6) 2018. The pump will not be returned for analysis. No additional information was provided.